Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the j tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Conservatively, abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. The cause of perforation is unknown, this event is being reported due to patient death. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
A patient in united kingdom fell at home on (B)(6) 2016 and hurt his abdomen at the percutaneous endoscopic gastrojejunostomy (peg/j) site. Patient died on (B)(6) 2016 due to perforated bowel. Though requested, additional information regarding cause of bowel perforation was not provided.